Event description:
The customer reported the system would not allow fluoroscopic x-ray to be produced. No x-ray. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and replaced the x-ray tube. The system operates as intended.